Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: grade 1 perforation. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. The following additional information was received per the patient¿s implant records: the patient had a history of abdominal pain, colon surgery, colostomy, hysterectomy, appendectomy, and cholecystectomy, osteoarthritic disease, anterior abdominal wall hernia, colonic diverticuli. The filter was implanted below the level of the renal veins due to pulmonary embolism, acute stroke, and gi bleeding from ileostomy. Approximately three months post implantation, a CT scan showed a small hiatal hernia. Approximately one year post implantation, the patient presented with chronic low back pain. A CT scan the ivc filter in place. No retroperitonal adenopathy. The CT scan also showed degenerative lumbar spine, and minimal retrolisthesis of l3 on l4. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately two years post implantation. The patient reports perforation of filter strut(s) outside the ivc. A CT scan of the abdomen and pelvis showed the ivc filter in the l2 to mid l4 positive for grade 1 perforation.

Manufacturer narrative:
Additional information was provided and is available in: section a2 (age at the time of event, date of birth) section b3 (event date) section b4 (event description) section d1 (brand name) section d4 (model, catalog, lot number, expiration date, and UDI number) section g4 (date received by the manufacturer) section h4 (manufacturing date) section h6 (evaluation codes) the implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that filter subsequently malfunctioned and caused a grade 1 perforation. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported perforation could not be confirmed, and the exact causes could not be determined. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information available and without the procedural films or post implant images to review the reported device perforation of the inferior vena cava could not be confirmed or further clarified. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: grade 1 perforation. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment.

Manufacturer narrative:
Complaint conclusion: as reported, the patient had placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to grade 1 perforation. Per the medical records, history includes abdominal pain, colon surgery, colostomy, hysterectomy, appendectomy, cholecystectomy, osteoarthritic disease, anterior abdominal wall hernia, and colonic diverticula. The patient was hospitalized approximately three weeks prior to the filter implant after experiencing a fall and suffering head and facial trauma. A venous duplex scan was negative for dvt at that time. At the time of filter implant, the patient presented with bilateral pulmonary embolism, acute hemorrhagic stroke, and gastrointestinal (gi) bleeding. The filter was implanted below the level of the renal veins. Approximately three months post implantation, a CT scan was done for abdominal pain that revealed a small hiatal hernia. There were no significant changes from a scan done 2 days post implant. Approximately one-year post implant, the patient presented with chronic low back pain. A CT scan noted an ivc filter and degenerative lumbar spine, this had also been noted prior to ivc filter implant. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc. A CT scan of the abdomen and pelvis showed the ivc filter in the l2 to mid l4 positive for grade 1 perforation. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: grade 1 perforation. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. The following additional information was received per the patient¿s implant records: the patient had a history of abdominal pain, colon surgery, colostomy, hysterectomy, appendectomy, and cholecystectomy, osteoarthritic disease, anterior abdominal wall hernia, colonic diverticuli. The patient was hospitalized approximately three weeks prior to the filter implant after experiencing a fall and suffering head and facial trauma. A venous duplex scan was performed to evaluate for deep vein thrombosis (dvt), due to lower extremity swelling, the scan was negative for dvt. The filter was implanted via the right internal jugular vein below the level of the renal veins due to bilateral pulmonary embolism, acute hemorrhagic stroke, and gastrointestinal (gi) bleeding from an ileostomy. Approximately three months post implantation, a computed tomography (CT) scan of the abdomen was performed for complaints of abdominal pain. The CT scan showed a small hiatal hernia. The findings noted no significant change compared to a prior scan that was performed 2 days post implant. Approximately one-year post implantation, the patient presented with chronic low back pain. A CT scan noted an ivc filter and degenerative lumbar spine, also noted on CT scans prior to the filter placement. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately two years post implantation. The patient reports perforation of filter strut(s) outside the ivc. A CT scan of the abdomen and pelvis showed the ivc filter in the l2 to mid l4 positive for grade 1 perforation. Four images were provided with the result, the plane view of the images was not provided. The images do reflect an ivc filter.